Event description:
The pt had a defibrillator implanted after an episode of sudden death. Ep testing provoked only ventricular fibrillation 18 months thereafter, the pt had had no ICD firings. While in a grocery store, pt was leaning against an electronic article surveillance (eas) device, when the ICD fired without any clincal prodrome. Subsequent testing of the ICD via the beeper tone monitoring feature of the device showed the ICD did detect high frequency noise when close to the eas device.